Manufacturer narrative:
Submit date: 9/15/2017.

Event description:
The customer states that the lcd screen was illegible on the enteral feeding pump.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the lcd was illegible. The unit was triaged and the reported issue was confirmed. Unit was excessively damaged possible due to misuse. The lcd was found to be damaged. The lcd was replaced. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.